Event description:
A bipap pro biflex device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service technician observed visible foam particles inside the blower kit and blower foam degradation. The service technician observed that error codes e102 (e-102: err_thermistor_high), e100 (e-100: err_humid_no_heat), e066 (e66 stuck_encoder_b), e055 (e-55: err_therapy_queue_full) and e065 (e-65: err_stuck_encoder_a) were present. In addition, there was contamination from dust fail. The device was scrapped by the service center after the evaluation was completed.